Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2316-70e. Serial number: (B)(6). Batch/lot number: 7099874. Model/catalog description: 1x16 perc lead trial kit, 70 cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that shortly after a trial procedure wherein the patient was intubated during the trial, the patient was sent to the emergency room due to chest pain and shortness of breath and patient's blood pressure spiked. The physician unplugged the device and patients blood pressure returned to normal levels. The cause was unknown. When they got the scans back, everything was normal. The trial leads were pulled out and will not be returned per hospital policy.